Manufacturer narrative:
The device was received with cracked case at display window corners and end cap. The device also had a scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It the reported that the insulin pump lid is loose. Advised that the insulin pump willl be replaced. Nothing further reported.